Manufacturer narrative:
At this time, the device in question has be requested to be returned for investigation, if the device is received, an investigation will be performed to confirm the problem and determine root cause, and a follow-up report will be filed detailing the conclusion. This report is being filed out of an abundance of caution and wiht an understanding of the patient and/or user harm that could be caused by broken, sharp parts.

Event description:
Tibial cutting block has a piece of damaged metal sticking off of it that is sharp.

Manufacturer narrative:
The device in question was not returned for investigation. An investigation was completed based on a photograph of the issue reported. Based on the photograph the complaint was confirmed but the root cause could not be determined. This report is being filed out of an abundance of caution and with the understanding of patient/user harm that could occur from sharp metal. Orthalign will continue to monitor the complaint data and take action if necessary. No further action is required at this time.